Event description:
Edwards received notification of a pascal precision ace in tricuspid position where during procedure, a single leaflet device attachment (slda) occurred. It was a frail patient with a large gap greater than 1 cm and a difficult anatomy, along with a history of surgical turndown and multiple heart failure admission. The case was discussed before the procedure, acknowledging the success could be difficult. It was decided to try as the patient had no other options and was quite unwell. The patient was admitted for intravenous diuretics prior to the procedure in attempt to reduce the gap size as much as possible. The first device was implanted in the anterior-septal (a-s) position, with a good annuloplasty effect observed. The second device was implanted in a posterior-septal (p-s) position with good reduction of the tricuspid regurgitation (tr). Although imaging was challenging there was a significant grasp, it was felt that both leaflets were well-grasped. Upon device release, the device detached from the posterior tricuspid leaflet (ptl). Given the absence of an obvious landing zone for a stabilizing device, the decision was made to leave the device attached to the septal leaflet. The medical team accepted the inherent risks associated with the difficult anatomy and was satisfied after the procedure. There was no intention to address the residual regurgitation. Post-procedure, the patient remained well and stable. Initial tr grade was torrential, and final tr grade was severe. As per medical opinion, root cause of this slda was the very big gap.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests patient factors and imaging related issues likely contributed to the event. As per event description, root cause of this slda was the very big gap. Additionally, it is mentioned that although imaging was challenging there was a significant grasp, it was felt that both leaflets were well-grasped. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.